Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 600 mg/dl, the customer current blood glucose was unknown. The customer was hospitalized that day at 2pm. The customer was treated with emergency room. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. Unit received with cracked case at the battery tube threads. Unit received with minor scratched display window and case.